Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vicmo12.6 implantable collamer lens, diopter -8.5 into the patient's left eye (os), the lens broke. Intra-operatively the lens was exchanged with an alternate lens and the problem is resolved. This occurred on (B)(6) 2017.

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. (B)(4)